Event description:
Customer's husband reports that customer woke up with high blood glucose due customer getting any temp baal during the night. He states that temp basal was running all through the night. Customer's blood glucose was over 400 mg/dl. Caller was advised that issue had been fixed and to call back should issue persist. Caller inquired infusion set could be replaced due to troubleshooting. Infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).